Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported he is not satisfied with the treatment results following laser treatment of a photo refractive keratectomy (prk) procedure. The patient has post-operative induced hyperopia and astigmatism which required a second excimer laser surgery. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. According to the information from the company clinical application specialist (cas) the examination refraction value did not match the refraction value entered into the system. Logfile review for day of treatment confirmed the system performed the treatments according to the planned refraction that were entered by the user into system. The technical root cause could be excluded. The root cause is that the wrong refraction entered in system by the user. The root cause is user error. (B)(4).